Manufacturer narrative:
Concomitant medical product: 40765 lead implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right atrial (ra) lead was unable to capture in bipolar with elevated threshold in unipolar. It was also reported during use of implantable pulse generator (ipg) the patient experienced pacemaker syndrome. The ra lead and ipg were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.